Event description:
A ventilator was returned to a third party service center with an allegation the device would not detect spontaneous breaths. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's sensor pca was replaced to address the issue. The sensor pca had evidence of physical damage.